Event description:
The japan red cross reported that during the second cycle on an autopheresis-c, a hb detect alarm was noted and visual exam of the plasma line showed red cells. The procedure was stopped, without reinfusion to the donor. The donor, a female of unspecified age, left in good condition. However, it was stated that the center tested the donor urine, before she left and found hematuria. No treatment was given. Follow-up the next day indicated that she was fine.